Event description:
A customer reported experiencing a cartridge alarm, specifically cartridge alarm 29, during the pump's load process. There was no adverse impact on the customer's blood glucose level. As a corrective action, tandem technical support confirmed the occurrence of consecutive cartridge alarms and decided to replace the pump. The customer was informed about receiving a replacement pump with updated software and was advised on how to return the faulty pump and set up the new one. The customer understood and acknowledged these instructions. Additionally, the customer will use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery during the replacement process.